Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that the shuttle loop was broken at distal end. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the ideal suture shuttle 90 degrees would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. The possible root cause can be associated with applying an excessive force to the suture shuttle during use of the device. As per the instructions for use (IFU): 1) do not apply excessive axial or bending forces to the needle shaft or shuttle during use, as excessive force may limit the function of the device or cause the device to bend, deform or break. 2) a damaged or broken device may result in extended or additional surgeries or residual foreign bodies. 3) inspect the ideal suture shuttle and shuttle prior to use to ensure proper mechanical function. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Event description:
It was reported that during an arthroscopic shoulder stabilization surgical procedure it was observed that the coil at the front end of ideal suture shuttle 90 degrees device broke. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.